Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_recharger_acc , product type: recharger. (B)(4).

Event description:
A manufacturer representative reported the lead to the charger was broken. The consumer had contacted the hospital and company that fitted the product. The rep additionally reported that the patient broke her patient programmer (pp) in 2014, and contacted her doctor. The patient also had a recharger issue in (B)(6) 2016. The wires were coming out of the lead at the connection point with the recharging plate; the patient contacted her doctor. A new pp and part of the charger will be sent to the patient. It was noted that the patient was arranged to meet with the nurse on (B)(6) to reboot and reset the device. It was mentioned that the patient did make contact after her initial implant in 2010 to ask for advice on recharging as she felt she didn't take it all in at the time. The rep further reported that a recharging cable was sent to the patient. The recharger was 6 years old, and has wear and tear on the "lead". Power on reset (por) and reboot was scheduled for (B)(6) at the hospital. It was noted the patient was implanted in (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.